Event description:
During a follow-up phone call baxter product surveillance was notified by the home patient's nurse that the home patient was under going treatment for peritonitis. No further information available at this time.